Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen. The patient experienced hyperglycemia and was hospitalized (B)(6) 2024 to (B)(6) 2024. The patient could no longer remember the exact details of what happened. The patient could not recall whether she experienced symptoms. On (B)(6) 2024, she was out of it and was not coherent during that time. The patient was unsure whether the device was inaccurate. The patient was not sure if there was any issue with her dexcom g6 readings. She could not recall what exactly had happened during the adverse event. She was sure that an alarm was sounding; however, the behavior of the display device was not described. The patient did not comprehend what was happening. The patient was transported to the hospital via ambulance. Medical intervention, treatment, and management of hyperglycemia during 3-day hospitalizations were not known as patient cannot recall what they were. The patient reportedly just left the hospital the day of the call and was recovering. Data investigation could not confirm an unspecified issue. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.